Event description:
It was reported that when attempting to interrogate the device, the programmer noted that the software was not loaded and then, when attempting to download software, no software was available to be loaded. It was further noted that one week prior, the programmer had been updated for new software. The device was successfully programmed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.